Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient was unable to set their ipg to MRI mode. Diagnostics indicated high impedances on the leads. As a result, surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Updated a4 - patient weight. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Updated a4- patient weight. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates surgical intervention took place on (B)(6) 2025, wherein both the leads were explanted and replaced to address the issue.